Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the sensors broke upon insertion. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The device was expected to be returned for analysis.